Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified. As the pump was not returned, the reported setting issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 306 mg/dl. Customer changed the infusion set multiple times and multiple correction boluses were delivered to treat bg. Pump system check with tandem technical support found an air bubble in the infusion set cannula. Customer reported to have changed the pump personal profile settings without consulting a healthcare provider, but believed the settings were correct. Reportedly, customer changed the infusion set site.